Manufacturer narrative:
It was reported that on (B)(6) 2025 the syringe was being used to irrigate a patient's cbi catheter and the "rubber component in the syringe became dislodged" causing the clinician's "eyes" to get "splashed with bodily fluids / blood containing fluids". The customer reported that the employee required follow up with employee health service, had their labs drawn, but there was no report of intervention related to the issue. The customer reported the procedure was able to be completed. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, or follow-up care associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025 the syringe was being used to irrigate a patient's cbi catheter and the "rubber component in the syringe became dislodged" causing the clinician's "eyes" to get "splashed with bodily fluids / blood containing fluids".